Manufacturer narrative:
The device is expected to be returned for testing. It has not yet been rec'd. (B) (4). (B) (4).

Event description:
The customer contact reported that during incoming inspection prior to clinical use at the user facility, the device delivered less fluid than expected. Though requested, no add'l info was provided.